Manufacturer narrative:
Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient used his inflatable prosthesis for approximately 4.5 years until mid-2020 when it stopped working. A physician attributed the problem to extrusion of the prosthesis. The patient was going to seek device replacement at a later date.